Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's c6 drg lead migrated during a surgical procedure reported on 1627487-2025-03543. At a result, the lead was explanted and replaced to address the issue. Therapy was restored post-op.